Event description:
This lead was explanted and replaced when the OEM device was changed out. Attempts to gather more information have been unsuccessful. It is unknown why this lead was explanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.